Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using novolin r insulin with the pump. Tandem customer technical support informed customer that novolin r insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. As a result of the occlusion, customer's blood glucose (bg) increased to 583 mg/dl and customer went to the emergency room and was subsequently hospitalized on (B)(6) 2025. Customer had ketones levels that were identified as life-threatening by healthcare professionals. Customer was treated with intravenous floods of saline and insulin and was due to be released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate for of insulin therapy.